Manufacturer narrative:
The reported event of unacceptable threshold was not confirmed. As received, a complete lead was returned in one piece. Analysis on electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations did not find any anomalies except for procedural damage.

Event description:
It was reported that a patient presented remotely via merlin.net, the atrial lead exhibited high threshold. The atrial lead was explanted and replaced with a new one. The patient was stable throughout.